Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient saw white particles in his water. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient saw white particles in his water. There was no report of patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 has been updated in this report.